Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study from ulgelmo et al. 2022 (late intraprosthetic dislocation of a monoblock dual-mobility cup cemented into a well-fixed cementless acetabular shell. A case report) was reviewed and information is provided below: five years after the first revision, the patient experienced three episodes of anterior dislocation within five months, prompting a second revision surgery. A dual mobility (dm) cup was cemented into the retained shell using the "double-socket" technique. Retained mpo products: unknown femoral stem dynasty® shell